Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following information: the grounding pad was in use and was placed on the thigh of the patient. The pad did not appear to have any issues. The energy leaked from the distal tip on the monopolar curved scissors (mcs). The accessory was not installed beyond the orange surface. The installation tool was used. There was no lubricant used. The tip cover seemed cracked. The damage was identified before the arcing occurred.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved tip cover accessory was observed to have cracked on the first use. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved tip cover accessory for failure analysis investigation. The accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. The tear is axially aligned with the tip cover and measure 0.052¿ in length. There are no signs of thermal damage present at the end of any tears as evidenced by charring/melting. There were no missing pieces. The probable root cause of a damaged tip cover is attributed to either improper installation onto the mcs instrument or other instruments rubbing against it during normal use conditions or collisions. These stresses can lead to excessive wear resulting in small breaks or splits. Tearing of the tip cover distal to the mcs blades would be adjacent to the active electrode of the mcs instrument, which is carefully controlled by the surgeon and under constant observation while cautery is applied to tissue.

Event description:
Refer to h11 for follow-up information.